Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2018-feb 06 confirmed that the initial reporter was the consumer. There were no actions taken at the time of the report as the patient was working long hours and did not have time to visit the clinic. The patient planned to call the manufacturer representative when they had time to visit the health care provider (hcp) clinic for the issue. The cause of the ¿in the box¿ message remains undetermined. The consumer could not verify if the message was seen immediately after recharging or not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient got the ¿in the box¿ message on the patient programmer. This occurred on (B)(6) 2018. The manufacturer representative was going to follow-up with the patient. No patient symptoms were reported. No further complications were reported.